Manufacturer narrative:
There was no death associated with the defibrillation event. No information to suggest the patient sustained a serious injury. Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for evaluation. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication that the electrode belt malfunction caused or contributed to the inappropriate treatment as the belt was able to communicate and obtain an ECG signal during and after the event. Per the flags, the belt communication issue first occurred on (B)(6) 2018, 8 days after the defibrillation event. Device manufacture date: monitor sn (B)(4): 08/25/2015, belt sn (B)(4): 03/20/2014. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as motion artifact. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(6) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was unable to communicate with a monitor. On (B)(6) 2018 the patient's nurse reported that the patient was receiving service code (belt/monitor unusable). While troubleshooting the patient's electrode belt, the monitor was downloaded and the downloaded software flag data indicated that the patient was treated on (B)(6) 2018. Per ECG data, the patient experienced an inappropriate defibrillation event. The patient was in a rehab facility at the time of the treatment. The patient did not remember the treatment event. Motion artifact contributed to the false detection. Per the downloaded software flag data, the response buttons were not pressed during the entire event. Per the flag data, the service code did not occur until (B)(6) 2018, 8 days after the treatment event. There is no indication that the patient sought medical attention following the treatment. The patient continued use of the lifevest.